Event description:
Note: this report pertains to the second of three resolution 360 ultra clip devices used in the same patient and procedure. It was reported to boston scientific corporation that three resolution 360 ultra clip devices were used in the duodenum during a duodenal perforation procedure performed on (B)(6) 2023. During the procedure, the three clips did not deploy when used in the patient. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not deploy.

Manufacturer narrative:
Block h6: imdrf medical device problem code a15 captures the reportable investigation result of clip being stuck into the bushing. Block h10: investigation results the complaint device was not returned for analysis; however, a media analysis was performed on the photo provided by the customer related to the complaint. It was noticed that the device original pouch and the clip being stuck into the bushing. Due to the device was not returned no product analysis was performed. No other issues with the device were noted. The reported event was confirmed. The investigation found that the device was used with a side viewing endoscope despite the instruction of the IFU where it its stated that this device is not designed to be used with that type of scopes. Most likely due to the elevator of this type of scope, the clip got detached from the bushing. Additionally, when the customer pulls back the handle for reposition the clip again, this action induced that the capsule got localized incorrectly on the bushing, therefore, causing that the capsule and the bushing got stuck. While the physician kept pulling back the handle in order to release the clip assembly, this technique generated that the yoke got detached from the control wire. This failure is likely due to an interaction between the user and device, or sample, caused or contributed to the error. This indicates problems traced to the intentional use of the device in an unapproved procedure, for an unapproved patient, or for which it is contraindicated, or not listed on the label. Therefore, the most probable root cause is cause traced to intentional off-label, unapproved, or contraindicated use. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). The resolution 360 ultra clip is intended to be used in forward viewing endoscopes. The IFU stated that, "the resolution 360 ultra clip is designed to be compatible with forward viewing endoscopes with working channels equal to or greater than 2.8 mm."

Event description:
It was reported to boston scientific corporation that three resolution 360 ultra clip devices were used in the duodenum during a duodenal perforation procedure performed on (B)(6) 2023. During the procedure, the three clips did not deploy when used in the patient. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that three resolution 360 ultra clip devices were used in the duodenum during a duodenal perforation procedure performed on (B)(6) 2023. During the procedure, the three clips did not deploy when used in the patient. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event. ***additional information received on june 5, 2023*** it was reported that the snap was heard upon deployment; however, the clip did not stay on the tissue and it went loose. Note: it was reported that the type of procedure was ercp which uses a side viewing scope. However, according to the instructions for use (IFU), "the hemoclips is designed to be compatible with forward viewing endoscopes with working channels equal to or greater than 2.8 mm".

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on june 5, 2023 to capture that this event will no longer be reportable.